Event description:
It has been noted that the display on the raumedic icp monitor, when slaved to a secondary monitor, goes dark and does not display the monitored numeric values. Therefore, validation of the monitored parameters between the two screens cannot occur.